Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was discolorations (white mark) near the connection of the luer lock. Insulin was observed traveling through it. Blood glucose was 447 mg/dl.